Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The reason for reoperation was deflation. Device evaluation: visual analysis of the returned device identified: broken shell, around 0-25% of the shell is missing, wear abrasion, fold creases. A leak test was performed and were found one opening and one broken. A microscopic analysis identified: a curved striated opening on posterior side assessed as surgical damage and broken shell with striated edge on radius side assessed as surgical damage. Fill inspection was performed and identified no blockage in the valve. Based on the device analysis the final assessment is: curved striated opening assessed as surgical damage. Broken shell with striated edge assessed as surgical damage. Missing shell that is assessed as inconclusive the crease/folding of implant condition that was indicated in the complaint was observed, nevertheless is not considered a workmanship, since the device was explanted. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported a right side deflation and creases. Device has been explanted.